Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The pump was opened to find the display undamaged and the flex fully seated and secure in the connector.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The pump was opened to find no damage to the display, and the flex fully seated and secure in the connector.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.